Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported the occurrence rate of this problem is much higher than that of other batches of juvederm. The problem was that the plunger rod disconnected from the syringe during the aspiration process of the injection.